Manufacturer narrative:
(B)(4). The power management tool confirmed (power error detected, and power loss alarm) was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Event description:
Information received by medtronic indicated that the insulin pump had a power error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.